Event description:
New information received notes that the atrial lead was capped and replaced on (B)(6) 2024. Patient condition was stable pre and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented at the hospital for failure to capture on their atrial lead. Upon interrogation, the atrial lead showed p-waves amplitude variation and high capture threshold. X-ray images showed that the atrial lead was dislodged. The device was reprogrammed and the lead remains implanted. Patient's condition is stable throughout.